Event description:
New information received notes the patient presented remotely and via follow up in clinic. The patient was asymptomatic. The oversensing observed was due to noise and high capture thresholds on the right ventricular (rv) lead prior to the procedure.

Event description:
It was reported that oversensing was observed on the right ventricular (rv) lead. The rv lead was capped (B)(6) 2026, and replaced. The patient was stable.